Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed. A review of the log files spanned approximately 18 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). A controller internal fault alarm activated on (B)(6) 2020 at 16:54 file due to a lcd communication fault. The alarm remained active for the remainder of the log file until the driveline was disconnected for a controller exchange. No other notable alarms were active in the log file. The returned system controller, serial (B)(6) , had a replace controller alarm when it arrived due to a lcd communication fault. The controller was opened and the lcd pcb screen from the controller was swapped with a functional one which resolved the issue. It was found that a component was had the wrong voltage output due to a possible internal short. The controller was still able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event was determined to be a damaged component; however, the root cause of the damage was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a silent alarm displaying "call hospital, controller fault" was noted by the vad coordinator. No audible or visible alarms were noted. During the log file analysis, a continuous controller internal fault was captured starting on (B)(6) 2020. There was no interruption in pump support and it appeared the alarm was caused by some type of lcd internal fault in the controller. The patient was asymptomatic and had normal vad parameters.